Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred; pump supplies were changed to resolve occlusion. A cartridge alarm (alarm 6) occurred during the loading sequence. Customer reloaded same cartridge to resolve alarm. Customer's blood glucose was 426 mg/dl.